Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue multiple pockets failed was confirmed during fse testing and subsequently validated in the dchu inspection process. According to the work order wo: (B)(4), the fse reported that drawer 5.1 and 5.2 failed and required maintenance. An investigation found a loose roll board cable on drawer 5.1 at the rear of device. Identified retractor band as original from factory with a lot of wear and tear and marks on. It replaced retractor band proactively. Seated cable properly checked all other cables. After rebooting, the unit was tested using hta, and the drawer was confirmed to be functioning as expected. During dchu visual inspection assy retractor band with part number 353844-01: the assy retractor dwr hh cubie was received with black marks, physical damage and thermal damage. During dchu testing assy retractor band with part number 353844-01: due to evident thermal damage in the assy retractor dwr hh cubie, no further testing was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the multiple pockets failed complaint was attributed to thermal damage observed on the returned assy retractor band. Visual inspection identified burn marks, physical damage to the protective film, and cross-continuity between adjacent copper strands. In accordance with retractor band pap, the presence of thermal damage warranted stopping further electrical evaluation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple pockets from drawer 7 failed. As per part investigation, it was determined that there was thermal damage observed on the assy retractor band. There were no delay, no adverse events or injuries reported based on this event.